Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter last name: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that foreign matter was found before use with a bd flunt fill needle with filter. The following information was provided by the initial reporter, "chip residues of stainless steel in needles. Recently we received a complaint from one of our customers about particles in an eye injection. We offered the syringe in question to tno for analysis to identify the particles. Analysis showed that the particles contained chips of stainless steel, probably 1,4306 stainless steel. Parts of stainless steel used in the relevant preparation process are aspiration signals and discharging needles." 1 of 2 complaints.